Event description:
Nurse hung 20 meq kcl (50ml bag) to infuse over 60 minutes. When rn (registered nurse) returned, the entire bag had infused within about 5 minutes. Calcium gluconate 2 gm IV administered to prevent life threatening arrhythmia or death. Patient did not experience complications.